Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: >7.5, lab: 4.8. Date: (B)(6) 2011, inratio: 2.7, lab: ng. Pt's therapeutic range: 2.0-3.0 inr. Pt was told to hold coumadin dose based on lab result of 4.8 inr.